Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was inappropriately shocked five times due to the right ventricular (rv) lead oversensing t-waves and was hospitalized. The lead parameters were reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.